Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the stimulator was not working and the patient was trying to decide if he wanted to have it removed. It was noted that since the stimulator was implanted the patient had not had any positive changes or pain relief. It was noted that the patient had requested to have the stimulator turned off on (B)(6) 2014 by his clinician. It was noted that after they turned it off it had been turning back on again on its own. It was noted that the patient checked stimulation with his patient programmer and saw the stimulation on lightning bolt. It was noted that the patient turned it off but it happened again on the day of report. It was noted that the patient confirmed that he turned stimulation off. It was noted that the patient did not press the stimulation on button while synching with the patient programmer. It was noted that the patient thought that it could be turning back on because of a cell phone.

Event description:
Additional information received reported that the manufacturing representative had a reprogramming with this patient on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the manufacturer representative met with the patient on (B)(6) 2014 for a reprogramming session. It was noted that the patient informed the manufacturer representative that they had been recently seen by the implanting physician and a manufacturer representative in houston. The other manufacturer representative changed the programming but despite this the patient was still not happy. The patient to "ort." The manufacturer representative explained that they had sent the email before finishing the prior sentence. It was also noted that the patient's continued complaint had been that they did not like the way the tingling felt. It was noted that the patient felt it irritated the pain more than helped it. It was later reported that after the reprogramming session in houston the patient was still not receiving the therapy that they wanted. It was noted that, at times, the tingling irritated their pain more than it helped. The patient reported that they discussed this with the physician at the last visit and was asked to try the therapy a little longer. It was noted that the manufacturer representative had met with the patient multiple times to reprogram and change parameters to help with the patient's complaints. It was noted that despite giving the patient access to their rate, multiple programs and even discussing having "e" device on but not "feel" the tingling they had not been able to completely make the patient comfortable. It was noted that the patient had a follow-up appointment with their managing team in (B)(6).

Event description:
It was reported that the patient needed help with reprogramming. It was noted that the patient¿s therapy was not able to control the back pain he had received from the infection. Patient was not feeling stimulation. The patient stated ¿he got to cut back where he did not feel it because he was getting these vibrations in his back.¿ patient would keep stimulation down until he met with the manufacturing representative. Stimulation was turned on but it was way down. Patient had felt a shocking sensation when he rolled over or moved his body a certain way therefore he had to turn it down. Therapy was not working as expected. Additional information received reported the patient had received assistance from their doctor or manufacturing representative and their concerns were resolved. The patient had appointments on (B)(6) 2013 and (B)(6) 2013. The patient was still having concerns regarding their device or therapy but was working with their doctor or manufacturing representative. The patient had an appointment scheduled for (B)(6) 2014. Additional information was requested but had not been received as of the date of this report.